Event description:
Patient presented to the physician with movement and flipping of the ipg within the pocket, posing a potential risk of injury. Physician brought the patient into the or, explanted the ipg and sensing lead, removed a portion of the stimulation lead, and closed. The explant surgery addressed the risk, and the issue is now resolved.